Event description:
It was reported that pump housing around usb port was damaged, causing charging problems and making pump no longer watertight. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.